Manufacturer narrative:
The titanium hexed uniscrew was received for evaluation. Visual inspection reveals the screw is fractured. Visual inspection in comparison with the drawing was consistent with the design of the uniscrew. The complaint was confirmed. The device history record review for the screw was performed and did not identify any non-conformances. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the screw fractured. The screw was removed from the implant. The implant remains placed.